Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd alaris¿ lvp 20d low sorb 2ss 0.2m cv the ivf filter came disconnected from the tubing filter. The following information was provided by the initial reporter: we just had another situation with the ivf tubing coming apart at the filter site. Safety event entered. Midas event # 22-212642. Lot # of the tubing: (10) 22035124; expiration: 3/4/25.

Manufacturer narrative:
H.6. Investigation summary: four mat# (B)(6) samples were received and tested by our quality team. All samples exhibited separation at the distal portion where tubing and filter are to be connected. One sample lacked the end of tubing (male luer end) but the samples were consistent throughout with their failures and failure modes. Under microscope analyses, the samples nearly completely lacked solvent that is applied to the junction to ensure a secure connection. Our manufacturing team was notified about this issue to conduct further investigation. The root cause was found to be improper operation of solvent applicator at the specific work station where the tubing to filter connection are set. There are multiple improvements that have been made to limit the further occurrences of this issue- including new fixtures for easier handling during this step of assembly. A device history record review for model 11532269 lot number 22035124 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on 04mar2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that while using the bd alaris¿ lvp 20d low sorb 2ss 0.2m cv the ivf filter came disconnected from the tubing filter. The following information was provided by the initial reporter: we just had another situation with the ivf tubing coming apart at the filter site. Safety event entered. Midas event # 22-212642. Lot # of the tubing: (10) 22035124 expiration:3/4/25